Event description:
It was reported the patient experienced pain and a burning sensation at the ipg site when stimulation was on. As a result, the patient's ipg was explanted and replaced. The replacement ipg was implanted at an alternate pocket site. The patient's issues are now resolved.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.